Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that although the pump was beeping and vibrating, it was noted to otherwise be unresponsive and was unable to be turned on. The customer's blood glucose level was impacted (451 mg/dl). The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.